Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported slda per the physician appears to be due to a combination of septal leaflet tethering and procedural conditions of suboptimal imaging. Image resolution poor was related to procedural conditions as echocardiography imaging was reported to be poor. A cause for the reported suspected expulsion (clip detaching from both the leaflets) or migration cannot be determined. Tricuspid valve insufficiency/regurgitation appears to be due to the slda. The reported possible foreign body in patient is related to the clip suspected to be completely detached from both the leaflets (expulsion). Tricuspid regurgitation and foreign body in patient (dislodgement of previously implanted devices) are known possible complications associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2023, a patient presented with grade 5+ functional tricuspid regurgitation (tr) and septal leaflet tethering for a triclip procedure. Two xtw clips were implanted commissural a/s (anterior and posterior leaflets). An acute good result was achieved, and the tr was reduced to grade 2. On (B)(6) 2023, during follow-up screening, a single leaflet device attachment (slda) was observed from the second clip implanted. The septal leaflet was detached. The tr was recurrent at grade 3. Per the physician, the slda was due to septal leaflet tethering and poor echocardiography image. On (B)(6) 2024, a diagnostic chest x-ray screening was performed. The results were unable to confirm if the slda clip remained attached or migrated away from the tricuspid valve, due to poor quality images. The patient remained clinically stable and no further treatment will be performed.